Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead integrity alert (lia) was triggered by noise. The lead was interrogated and found to have sensing integrity counter (sic), episodes of non-sustained ventricular tachycardia (nsvt), and high impedance thought to be related to a possible fracture. The rv lead was turned off. The following day the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.